Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to fluid loss from a break in the tubing. A new ipp pump was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to fluid loss from a break in the tubing. A new ipp pump was implanted. It was further reported that two weeks prior to the surgery the patient reported the pump stayed flat and the cylinders would not fully inflate. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to fluid loss from a break in the tubing. A new ipp pump was implanted. It was further reported that two weeks prior to the surgery the patient reported the pump stayed flat and the cylinders would not fully inflate. Product was explanted and returned. A supplemental report will be filed after product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of inflation issues and fluid loss were not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.